Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The caller stated that the customer also had a no delivery alarm after 2 hours of insertion. The customer had no delivery alarm issues with at least 4 infusion sets. Caller was advised to have the customer do a complete infusion set change as soon as possible. Caller stated that her daughter gets no delivery alarms when she tries to bolus. Caller stated that she cannot troubleshoot for the high blood glucose levels. The insulin pump and the infusion sets are not being returned for analysis.